Manufacturer narrative:
This device is a combination product. Event date was not reported and approximated (B)(6) 2020.

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was pulled out of the body; however, it was noted that the stent struts were bent. The procedure was later completed. There were no patient complications nor injuries reported and the patient was stable.